Manufacturer narrative:
Concomitant medical products: 5076-52 lead; implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged post implant. The rv lead was repositioned and remains in place. No patient complications have been reported as a result of this event.